Event description:
The customer was hospitalized for four hours due to high bgs. It was reported that the customer's glucose meter broke and was not reading correctly. In addition, the customer had bent cannulas since customer cannot use the abdomen area due to scar tissue.